Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 87122 was returned and analyzed. Visual inspection of the catheter showed the push button luer was broken. Smart chip verification indicated that the balloon catheter was used for twenty-four applications. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the balloon catheter failed the return product inspection due to the broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of spec per the manufacturer¿s investigation.